Event description:
The customer reported visualizing multiple laser beams emitted from various points from the tip of the fiber two minutes into the prostate vaporization procedure. The joule count on the fiber at the time of this event was not reported. Neither the pt nor the end user experienced any injury as a result of this event. The pt¿s outcome was reported as ¿fine¿. The procedure was completed with a second fiber.